Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation of a causal relationship between the peritonitis event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. Lack of effective hand washing was the suspected cause of the peritonitis event. This is supported by the culture results of enterococcus faecalis. Enterococcus spp. Are normal inhabitants of the gi tract and may colonize or infect the genitourinary (gu) tract with enterococcal peritonitis probably resulting from touch contamination and possibly from gi sources. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient was experiencing abdominal pain and went to the hospital on (B)(6) 2025. The patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2025 with complaints of abdominal pain. The patient had pd effluent cultures drawn. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 2g daily and vancomycin per daily vancomycin trough values. The patient¿s symptoms worsened, and they went to the hospital on (B)(6) 2025 where he was admitted. The cultures resulted positive in growth for enterococcus faecalis. The white blood cell count was 629. The patient was discharged on (B)(6) 2025. The ceftazidime was discontinued upon discharge and the patient continues to receive the ip vancomycin. The cause of the peritonitis event is suspected ineffective hand washing hygiene by the patient. No additional information was provided.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient was experiencing abdominal pain and went to the hospital on (B)(6) 2025. The patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2025 with complaints of abdominal pain. The patient had pd effluent cultures drawn. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 2g daily and vancomycin per daily vancomycin trough values. The patient¿s symptoms worsened, and they went to the hospital on (B)(6) 2025/ where he was admitted. The cultures resulted positive in growth for enterococcus faecalis. The white blood cell count was 629. The patient was discharged on (B)(6) 2025. The ceftazidime was discontinued upon discharge and the patient continues to receive the ip vancomycin. The cause of the peritonitis event is suspected ineffective hand washing hygiene by the patient. No additional information was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.